Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl950j vena cava filter allegedly experienced positioning issue. This information was received from one source. This malfunction involved one patient with no consequences. The reported patient was a female; weight and age were not provided.